Event description:
It was reported that there was a presence of air bubbles in the reservoir and infusion set tubing. The blood glucose reading was 96 mg/dl. The caller stated that there were a lot of large bubbles after 12 hours of observation. Upon inspection, it was found that the user had been following correct procedures, although it was possible that the user may have been overfilling. The caller was advised that the reservoirs would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.